Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account reported that a stent was placed for a benign upper esophageal stricture at 24 cm in (B)(6) 2017 and the patient failed to return for their follow up appointment. The physician alleged that when the stent was removed from the patient a tracheoesophageal fistula was observed below the stent. Another stent was placed to seal the fistula and was found to be healed at the follow up appointment a few days later.